Event description:
It was reported that the user experienced hypoglycemia while using the ilet following a typical breakfast that was announced at the start of the meal, with a small automated correction preceding the meal bolus; blood glucose was 66 mg/dl at onset and 76 mg/dl during the call, and the user was instructed to treat with oral carbohydrate (apple juice). Symptoms included low blood glucose. Outcomes included recovery with oral glucose without medical intervention or hospitalization. Investigation included review of device reports and use data as well as user education and troubleshooting. Investigation of this case revealed no device malfunction and use consistent with instructions. It was concluded that the hypoglycemic event had an unclear cause and that no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.